Event description:
It was reported that during a ptca procedure in a svg, the physician experienced deflation difficulties. Several attempts to deflate the balloon were unsuccessful. The physician then pulled the balloon back to the guide catheter and removed the entire system without incident. Pt status is listed as "okay".